Event description:
The facility reported a colleague infusion pump with a malfunction of the pump head module on channel b not opening. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of pump head module on channel b not opening was confirmed and duplicated during product evaluation. The root cause was assigned to a defective pump head module. The pump head module on channel b was replaced in order to correct this condition. This device is a colleague pump with a user interface module software version of 5.04.00. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.